Manufacturer narrative:
The following sentence was previously reported, ¿the manufacturing representative (rep) performed an ¿lcc¿ over the phone and the results were 16ok.¿ an lcc is lead connection check that checks the impedance of the electrodes and displays the number of electrodes that are within range. The result ¿16ok¿ means that all 16 electrodes were ok or within range.

Event description:
Additional information received from the manufacturer representative indicated that the patient stated the problem was resolved and stimulation was comfortable at the time of reprogramming.

Manufacturer narrative:
Concomitant product(s): product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708160, serial# (B)(4) implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
The patient reported he turned in his sleep and felt a "zapping" sensation down his left side, despite the device being off. Since the event, when he tried to turn up the programs for his right side, he only felt increased stimulation on his left side. The manufacturing representative (rep) performed an "l cc" over the phone and the results were "16ok". The patient was going to call his pain physician and set an appointment for attempted reprogramming and/or imaging. Upon follow-up, the rep met with the patient for a reprogramming visit. Impedances were run and no values were out of range. The patient reported that with reprogramming, paresthesia was felt on the right side of his body again, and all pain areas were covered with paresthesia. No further action was necessary at that time. If additional information becomes available, a follow-up report will be submitted.